Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, heparin was administered, and transseptal puncture (tsp) was performed under intracardiac echocardiogram (ice) imaging. The first activated clotting time (act) result was 134 seconds. The watchman fxd curve access system (was) was advanced into the left atrium (la) along with a pigtail catheter, and thrombus developed on the was. More heparin was given. The second act was 128 seconds. The procedure was paused, and thrombus was visualized on transesophageal echocardiogram (tee) imaging. Both the pigtail catheter and was were removed with aspiration, and thrombus was seen outside the body as the was removed. A new vial of heparin was opened and administered to the patient. The third act result was 324 seconds. The procedure was continued, and a watchman flx closure device was implanted. The procedure was concluded without further interventions. In the physician's opinion, it was possible the initial heparin syringe may have been filled with lidocaine or saline instead of heparin. The patient experienced a stroke post procedure.

Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, heparin was administered, and transseptal puncture (tsp) was performed under intracardiac echocardiogram (ice) imaging. The first activated clotting time (act) result was 134 seconds. The watchman fxd curve access system (was) was advanced into the left atrium (la) along with a pigtail catheter, and thrombus developed on the was. More heparin was given. The second act was 128 seconds. The procedure was paused, and thrombus was visualized on transesophageal echocardiogram (tee) imaging. Both the pigtail catheter and was were removed with aspiration, and thrombus was seen outside the body as the was was removed. A new vial of heparin was opened and administered to the patient. The third act result was 324 seconds. The procedure was continued, and a watchman flx closure device was implanted. The procedure was concluded without further interventions. In the physician's opinion, it was possible the initial heparin syringe may have been filled with lidocaine or saline instead of heparin. The patient experienced a stroke post procedure. It was further reported the stroke was ischemic in nature, and the symptom was drooping noted on the patients face. The patient has been doing well and has been discharged home.

Manufacturer narrative:
B5: information added.